Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system was returned for evaluation . During physical evaluation, it was noted that the stent was undeployed but the inner catheter was protruding the tip; and the safety slider was in the locked position. During testing, the device could be flushed and a device compatible guidewire could be advanced through the system freely. The protrusion of the inner catheter as seen in the returned sample may be related to a strained inner catheter which occurred during attempts to move the device to the target and movement of the guidewire within the catheter which leads to confirmed results for positioning problem. Inability of a device to reach the target position may be related to difficult patient anatomy or challenging placement site, lack of predilatation, and use of inadequate accessories. The protrusion of the inner catheter as seen in the returned sample may be related to a strained inner catheter which occurred during attempts to move the device to the target and movement of the guidewire within the catheter. The inner catheter was not broken. In this case, it was reported that an 8f introducer was used with a 0.035" guidewire for access, the tracking vessel was neither tortuous nor calcified, the lesion was not pre-dilated and the device was flushed before use. Based on the information available a definite root cause could not be identified based on provided information and the evaluation of the returned sample, the investigation is closed with confirmed results for positioning problem. A definite root cause of the reported issue could not be found. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Based on the IFU supplied with this product delivery system specific events that could be associated with clinical complications include but are not limited to failure of the device to reach the target lesion. With regards to accessories, the IFU states, use 0.035 inch (0.89 mm) guidewire of appropriate length to allow safe delivery of the covered stent and removal of the delivery system. Introducer sheath with appropriate inner diameter and length. Regarding correct deployment the IFU states maintain a stationary hold on the white stability sheath during covered stent deployment. Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath relaxed and avoid tension. Regarding preparation the IFU states: pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using a covera plus stent via femoral artery. During the procedure, it was reported that the stent did not deploy. The procedure was completed using another device. There was no reported patient injury.